Event description:
The initial reporter questioned low results for multiple patient samples tested for calcium (ca2) and glucose (gluc3) on a cobas pro c 503 analytical unit. Discrepant results were provided for 2 patient samples. Patient 1 initial gluc3 result was 74.3 mg/dl. The repeat result was 98.8 mg/dl. Patient 1 initial ca2 result was 6.53 mg/dl. The repeat result was 10.4 mg/dl. Patient 2 had an initial ca2 result of 6.37 mg/dl. The repeat result was 7.88 mg/dl. No questionable results were reported outside of the laboratory. The ca2 reagent lot number was 69045501 with an expiration date of 29-feb-2024. The gluc3 reagent lot number was 67232801 with an expiration date of 31-jan-2024.

Manufacturer narrative:
The field service engineer (fse) found contamination on the sample probe. The fse replaced the sample probe and performed adjustments. Qc was performed as well as duplicate testing with samples on another instrument with acceptable results. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that the root cause of the issue was due to a pre-analytical sample tube handling. Ca2 and gluc have a low sample pipetting volume. They are sensitive to pipetting related issues. Contamination might have affected the pipetting and, therefore, affected the sample results. The sample probe could get contaminated by touching the gel in patient sample tubes. This is usually caused by an insufficient pre-analytical handling. The service actions done by the fse (replacing the sample probe) resolved the issue.